Event description:
A patient under treatment, had their medication changed, based on a lower architect ca 19-9xr value compared to the previous result. When the specimen was tested with a different architect ca 19-9xr reagent lot, a high value (as usual) was obtained. The abbott sales representative confirmed, there was no negative impact to the patient but could not obtain additional patient information such as diagnosis, type of treatment, medications given or ca 19-9 values obtained.

Manufacturer narrative:
The trend review identified normal complaint activity for the issue under investigation. The ticket search identified normal complaint activity for reagent lot # 08852m500 and the issue under investigation. The investigation results show that there is no product deficiency related to the issue the customer reported in this complaint. There is not sufficient information to indicate that a malfunction exists for this issue. The customer provided no troubleshooting information. The customer's issue is addressed in the assay package insert under the limitations of procedure section.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.